Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with visible contamination. Event history log review was performed and found evidence of reported problem. Visual inspection, and power up process were performed. The investigation also uses biomed diagnostic to monitor battery readings. The customer reported problem was confirmed. According to the investigation, the pump battery was not charging, and battery readings were all "0". Investigator?s replace the pump with new battery and device still not charging battery. The investigation reported that the reported problem was caused by the pump interconnect board. Further investigation found fluid enter through the barrel clamp assembly and contaminated the pump interconnect board and power supply shield. Investigator replaced the pump interconnect board, power supply shield and battery. Performed power up process and functional test and all testing passed. The problem source of the reported problem is user interface.

Event description:
Information was received that this smiths medical cadd medfusion 4000 pump will not connect to wifi battery and exhibited communication timeout. No reported adverse effects.